Event description:
The pt reported experiencing elevated blood glucose of 300-400 mg/dl for 2 months. The pt lowered blood glucose by injecting insulin via pen. The pt believes the infusion device delivers too little insulin. The pt did not require treatment from a health care professional or second party to address the issue. The infusion device was replaced and requested to be returned for eval.

Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.